Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is about a revision due to implant breakage. The extension surgery (o-t1) using y-plate was conducted because the patient developed rheumatism and instability of the implants was found after the initial instrumentation for cervical myelopathy. However, the surgeon found through post-op x-rays that the y-plate on the occipital bone had been misaligned and unstable. On (B)(6) 2015, the revision surgery was conducted and the y-plate was replaced with a new one. During surgery, both connection parts for rod on the y-plate were found broken. According to the surgeon, no bending was done for the y-plate and no screw loosening was detected. He requested us to investigate whether there was a defect in the product.

Manufacturer narrative:
One (1) mountaineer occipital medium plate [product code: 1883-62-037, lot number: wa2158] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the occipital plate has confirmed the reported complaint. The plate was broken at the lateral connection points near the midpoint of the sliding channels. The device was sent to (B)(6), a senior research engineer for fracture analysis. The fracture analysis report suggests that the occipital medium plate underwent a static failure due to overloading. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the mountaineer occipital medium plate breaking postoperatively cannot be positively determined. However, the fracture analysis report suggests that the occipital medium plate underwent a static failure due to overloading. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.